Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended a higher than expected bolus. Customer cancelled the bolus before delivering. During troubleshooting with tandem technical support it was determined that the customer programmed their correction factor incorrectly. Tandem technical support guided the customer through adjusting their correction factor. Customer's blood glucose level was 214 mg/dl.